Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump keypad buttons are not responsive and the display screen is blank. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump received with blank display due to physical damage to battery tube. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify replace battery alarms due to blank display. The insulin pump received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump received with minor scratched lcd window, case and keypad overlay.